Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified: crease fold, deformation and wear abrasion. Weight measurement identified device weight to the specification. No openings observed in the device. The weight is verified during manufacturing and is within specification; for this reason, no defect is considered. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
Patient reported unknown side rupture. Additionally healthcare professional reported and confirmed right side rupture. Healthcare professional also reported "small amount of fluid", "edema", and "benign calcifications". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., d.10., g.1., h.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported unknown side rupture. Additionally healthcare professional reported and confirmed right side rupture. Device remains implanted.